Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using ruby coils. During the procedure, the physician placed two ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance another ruby coil through the lantern, the pusher assembly of the ruby coil kinked; therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.